Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient 1 sample results of 0.514 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result for the patient was reported from the laboratory, however, a corrected report was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined with the information provided. The customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4880 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not determined how the customer was handling the patient sample at the time of the event. Cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. The customer did not perform any precision testing on the instrument and no mention of an assessment of the instrument performance at the time of the event was made. However, an ortho field engineer performed an acceptable precision test three days after the event, which is within the given timeframe, therefore, an instrument issue did not likely contribute to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropl I es reagent lot 4880.